Event description:
It was reported that during catheter insertion, the catheter was found difficult to insert. After removal, the wire and catheter were found deformed. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0721 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during catheter insertion, the catheter was found difficult to insert. After removal, the wire and catheter were found deformed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of difficult to insert the guidewire is confirmed and appears to have occurred during use of the device. One 18 ga introducer needle and one guidewire were returned for evaluation. The packaging label indicated lot: refn4279. The guidewire was extending through the needle past the needle bevel. Dried blood residue was present on the guidewire and within the needle. Microscopic observation of the needle bevel revealed material deformation which suggests the guidewire may have been retracted against the needle bevel. An attempt to advance the guidewire through the needle revealed resistance likely due to the dried blood residue. Additional force was applied to the distal end of the guidewire in order to pass it through the needle. Deformation on the guidewire was noted; however, it is unknown if the deformation occurred during initial use or removal from the needle. Based on the condition of the returned samples, possible contributing factors include bent guidewire and retraction of the guidewire against the needle bevel. The product instructions for use (IFU) warnings state, ¿bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined. Since the guidewire and needle were observed to show evidence of a difficult insertion and removal, the complaint is confirmed. H3 other text : evaluation findings are in section h.11